Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2lycz; implanted: (B)(6) 2023; explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) ubd: 03-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that the lead was fractured and damaged, and the patient had lost therapy. It was also stated that the fractured portion of lead was inside ins header and they attempted to remove lead fragment but were unable to do so. It was further explained that the health care professional pulled ins out of the pocket; it did not have a lead attached. Upon closer inspection, a portion of the lead was seen inside the header but surgical tech was unable to remove that portion because there was nothing to grab a hold of to pull it out. The lead had broken inside the header. A new lead was placed, and a new ins was placed. The patient had impedances >4000a; revision was done on (B)(6) 2024.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) indicated the device passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Continuation of d10: product ID 978b128 lot# va2lycz implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead. H3: analysis of the returned lead identified that the outer insulation of the lead was twisted. Analysis identified that all conductors were broken at the proximal end of the lead as the result of factors beyond intended reliability. Analysis identified a break in the insulation under connector 0 at the proximal end of the lead. Analysis identified that all conductors were broken in the body of the lead as a result of factors not related to product reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.